Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn: (B)(6) displayed a frequent coolant level low alarm when the coolant reservoir was full was confirmed based on the event log review but not confirmed during functional testing. The reported issue was not replicated during testing. The reported complaint that the thermogard xp ivtm system (sn: (B)(6) is loud was confirmed during visual inspection. The cable from the ventilator is making a loud noise. It sounded like the cable was touching the fan when running. The complaint was remedied by attaching the cable to the housing. The event log review indicated multiple low coolant error messages, thus confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The coolant sensor and connectors were checked. The reported coolant low message was not reproduced. Following service and an annual preventative maintenance routine, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint of a loud console, and there was no previous history of complaint reported for thermogard xp ivtm system with sn: (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn: (B)(6) is loud and displayed a frequent coolant level low alarm when the coolant reservoir was full. Preventative maintenance is also requested. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.